Event description:
The nurse went to use the end tidal co2 monitor in the patient room and the monitor would not work. No patient was involved at the time. No harm to patient or nurse.====================== manufacturer response for end co2 monitor, philips mp 30======================no response to date